Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer is visually and hearing impaired which resulted in unsuccessful diabetes management with the pump. However, exact blood glucose levels were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.